Event description:
It was reported that this right ventricular (rv) defibrillation lead and implantable cardioverter defibrillator (ICD) exhibited a single low out of range shock impedance measurement of zero ohms. Technical services (ts) discussed the potential of electromagnetic interference (emi) and discussed troubleshooting options. Available information indicates this product remains in service. No adverse patient effects were reported. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient was seen in clinic for a device check. Shock impedance measurements were noted to be within normal limits at 58 ohms. The root cause of the low out of range measurement of zero ohms was determined to be due to electromagnetic interference (emi). The patient had been installing fire alarms at the time of the out of range measurement. This product remains in service. Monitoring will be continued. No adverse patient effects were reported.